Event description:
(B)(4). Over the course of the past 12 years I have suffered many medical issues that for a long time I could not pinpoint the cause nor could any doctor. Worst of these has been headaches. Headaches that went on for days and involved muscle spasms of the neck and upper back with no relief. Finally I had to start going to the ER for help. Trying various medications and physical therapy, chiropractor and muscle massage. I have seen a neurologist for various symptoms including the headaches. Other symptoms I have experienced are insomnia, body aches and pain, heart palpitations, brain fog, dizziness, dry eyes, face pain and teeth/gum pain, excessive sweating including night sweats, fatigue, gastrointestinal issues including , excessive gas, heart burn and constipation, irregular periods, yeast infections, tingling numbness in hands and arms, brain shocks, tinnitus, acne, high blood pressure and reynaud's syndrome. I have had MRI's, x-rays, blood tests of all kinds, physical therapy more than once, numerous trips to a chiropractor and weekly massage and as of right now I am seeing a pain management doctor who has not been able to alleviate my pain for more than a week. One of my essure coils was missing from left fallopian tube when I underwent surgery in (B)(6) 2015 to have them removed. After more x ray being taken it was discovered to be lodged in the left side high in my hip bone area curled in on itself. I had further surgery in (B)(6) 2015 to have this removed. It came out in three pieces. I also found out that I have a prolapse uterus, fibroids and endometriosis which seems is common in women who have essure. Because of pet fibers I will probably suffer with some of my symptoms the rest of my life. I had them inserted in a hospital or and had the follow up hsg test done 3 months later with 100% blocked. I did my part but essure failed me.